Event description:
Boston scientific crm received information that this right ventricular (rv) lead was explanted due to an infection.

Manufacturer narrative:
At this time, this lead has not been returned. No additional information is available at this time. If additional information becomes available, this report will be updated.